Event description:
Per the clinic, the patient experienced pain, bleeding, swelling, and discomfort at the abutment site. On (B)(6) 2021, the patient was seen for hypertrophic skin excision. The site was treated with an injectable steroid, and antibiotic and steroid ointment was applied. Upon follow-up on (B)(6) 2021, mild granulation was noted around the abutment. The site was treated with an injectable steroid, and the skin directly in contact with the abutment was cauterised with silver nitrate, and steroid ointment was applied. The implanted device remains.